Manufacturer narrative:
(B)(4). Foreign source: denmark. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02796. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Winther, s.s., petersen m., yilmaz, m, kaltoft n.s., sturup j., & winther, n. S. (2022). Custom-made triflanged implants in reconstruction of severe acetabular bone loss with pelvic discontinuity after total hip arthroplasty consecutive cohort study. Bone joint open, 3 (11), 867-876. 10.1302/2633-1462.311.bjo 2022-0101.r1.

Event description:
It was reported in a journal article that the patient underwent a revision due to a recurrent dislocation. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.